Manufacturer narrative:
As of this filing, the aes-90sc arthroscopic energy 90 degree probe has not yet been received by conmed corporation for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation. Device has not been returned.

Event description:
The user facility reported that during use of the arthroscopic energy 90 degree probe in a routine hip arthroscopy procedure, the metal face of the edge probe broke off inside the patient. As reported, the breakage occurred in a middle of the case and while the surgeon was dissecting through the hip capsule. The broken portion was located and removed after an "accessory portal was made". Other than a 30-minutes delay, the procedure was otherwise completed with no further complications or serious injury to the patient. The (B)(6), male patient was discharged as per routine procedure. Follow-up with the user facility on 15-dec-2016 indicated that the patient is home and recovery is fine. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.

Manufacturer narrative:
One (1) used/damaged arthroscopic energy 90 degree probe was received for evaluation on 09-jan-2017. Visual inspection by the engineer found the probe was received with part of the metal face broke off and that the broken portion was not returned. The probe was forwarded to a 3rd party for further analysis. Inspection of the returned probe observed evidence of damage to the ceramic and electrode upon insertion into the surgical site are visible from the markings on the side of the ceramic. Furthermore, the ceramic insulator exhibits evidence of electrical contact with a metal object or arthroscope. The report further indicated that the active electrode fractured at the suction hole was likely due to being mechanically damaged upon insertion into the surgical site and weakened by high temperatures experienced from being buried in tissue and/or possible contact with a metal object or arthroscope. Additionally, evaluation of similar complaints revealed that the most probable cause of this type of reported breakage was due to the device came in-contact with the scope or other instruments during operation. This lot #201610031 was manufactured on 10-oct-2016. Of the lot containing (B)(4) units there were no other similar complaints received. A review of the device history record shows a total of 8 complaints with a quantity of 10 units. During this same 2-year time frame, approximately (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4) percent. Of the 8 complaints received, 6 were considered reportable events including this one. To date, there have been no patient long term adverse effects related to the reported breakage or the use of this device. The aes-1 generator and accessory probes are intended for resection, ablation, and coagulation of soft tissue and hemostasis of blood vessels in orthopedic and arthroscopic surgical procedures. The generator provides energy to the electrode of the probe intended for use during surgical procedures. Through power setting data contained (programmed) within the probe, the system provides both default and user selectable power settings for ablation or coagulation of soft tissue. To prevent damage to the product and potential serious injury to the patient, the device instruction for use (IFU) provides the following precautions and warnings: - it is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use of the equipment and its associated accessories. - examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. - ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. - do not insert, withdraw or touch the active tip of the probe when power is being applied. This may result in an unintended surgical effect, injury, or device damage. - if any visual damage or defects are noticed during use, stop using the device immediately and replace the device. - use care to avoid accidental activation of either cut or coagulation modes when not in contact with target tissue to avoid possible patient injury. - when not in use, place the device in a safe and highly visible area not in contact with the patient. Inadvertent activation while in contact with the patient may result in patient injury including burns. - maintain the active probe tip in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view.